Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent posterior spinal fusion (l2-l5) on (B)(6) 2026. After l2-l5 3-segment lif (non-synthes), pps fixation of l2-l5 in the prone position, cement injection was planned craniocaudally. Procedure used viperprime screw, viperprime fenestrated screw, cement injection: l2: 1cc/r: 1.2cc, l5: 1cc. A metallic sound, different from the usual, rang out right before cutting the torque when fixing the set screw and final fixing was performed after screwing, cement injection, compression, rodding. The tip of the set screwdriver broke, and it remained in the body. It was not removed by the surgeon¿s decision. The surgery was completed successfully within thirty minutes surgical delay. The patient's condition after surgery was not confirmed. The patient has metal allergy, and the sales rep has checked the set screw driver¿s material and shared information with nurses and doctors.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.